Event description:
It was reported to ventec that the touchscreen on the device was freezing and unresponsive when touched. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the lcd touchscreen freezing and becoming unresponsive could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.